Manufacturer narrative:
Pr (B)(4) - supplemental MDR - syringe needle connectivity issue. One sample from batch 4152464 and two samples from batch 4184699 were provided to our quality team for investigation. The reported defect was not observed in the samples received. The samples were also leak tested for leakage at luer and found to be acceptable. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided batch numbers 4152464 and 4184699. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided

Manufacturer narrative:
D.4. Other lot number includes 4152464 and other expiration date includes 2029-05-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-05-31.

Event description:
Materials: 309575, batch#: 4152464,4184699. It was reported that the bd luer-lok has a syringe needle connectivity issue. The following information was provided by the initial reporter: rcc received a complaint via email. Please provide the date of event: october 11th, 2024. Please describe the issue in more detail? The syringe needle is found to not be fully twisted into the secured position in the syringe cap. The needle requires twisting with the cap to securely attach it to the barrel. Even with twisting, the needles may detach. The cap sometimes does not easily lock, even after tapping it closed. Please provide the batch#: or lot#: number? 4152464 and 4184699. Please provide the material#: or ref#: number? 309575 syringe, sterile, 3 ml, 21g x 1 in needle please share the captured photo of the event if available: not available any sample available for investigation? Samples are available for both lot numbers. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: the issue was not patient related. There was no harm to patient. The issue was discovered prior to patient involvement.